Manufacturer narrative:
Additional narrative: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There is no information about the raw material available. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. A product development evaluation was completed: drawings for the post lumbar interbody fusion implant holder were reviewed, specifically those relevant to the lower jaw and the assembly. These drawings were found suitable to determine the intended device design, application and dimensional conformity. The implant holders were found to have met the drawing specifications. The instrument was received under the complaint condition broken: postoperatively. The tip was broken off of the distal end of the lower jaw. The complaint description describes that the instrument was dropped following a procedure causing the tip to break off. This failure was clearly not a design related issue. After reviewing the related product drawings and complaint history, the design is adequate for its intended use and did not contribute to this complaint condition. The complaint is therefore confirmed. The instrument was dropped postoperatively, which causes a prong to break off of the distal tip of the lower jaw. This is not a design issue. The device is therefore determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the instrument fell onto the ground and one of the tines of the instrument broke off. The device was not in use at the time this was post operatively. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.